Event description:
It was reported that the manometer on the unit was not working properly. A sales rep was sent to the facility to check the manometer. The sales rep confirmed that the manometer was faulty. No patient injury has been reported.

Manufacturer narrative:
Awaiting receipt of complaint device.